Manufacturer narrative:
This lead was explanted on (B)(6) 2020. Upon receipt the lead was found cut 14 cm distal to the is 1 connector pin. A proximal and a 39 cm long distal lead fragment were received for analysis. A 13 cm long medial lead fragment was found missing. An explant aid was still inserted in the distal lead fragment. Approximately between 36 cm and 31 cm proximal to the lead tip, the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. During the visual inspection the shock coil was found deformed and the fixation helix bend, which most likely resulted due to mechanical stress applied during the explantation procedure. The analysis of the provided data showed that the right ventricular pacing impedance trend, recorded between (B)(6) 2019 and (B)(6) 2020 was initially recorded at 600 ohms, before in the beginning of (B)(6) 2019 it gradually decreased onto 450 ohms in the end of the recorded period with an intermittent drop onto 390 ohms in the end of (B)(6) 2019. The right ventricular shock impedance was initially recorded at 450 ohms before in the middle of (B)(6) 2019 it decreased onto 350 ohms at the end of the recorded period with an intermittent drop onto 230 ohms in the middle of (B)(6) 2019. The right ventricular sensing amplitude was initially recorded at 15mv, before in the end of (B)(6) 2019 it started to decrease onto 8 mv in the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts in the right ventricular channel, leading to the reported oversensing and inappropriate shocks. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that oversensing with inappropriate shocks occurred approx. 12 months after the implantation. Apart from the shocks no further patient side effects were reported.